Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a suspected inappropriate shock for atrial fibrillation (af) with rapid ventricular response. The device detected a ventricular fibrillation (vf) episode at the time and delivered therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.